Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety needle protected IV cannula experienced poor perforation on packaging. The following information was provided by the initial reporter: when opening the venflons (pink and green), the paper tears, preventing you from getting the venflon sterile from the packaging.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-apr-2023. Investigation summary: our quality engineer inspected the 2 samples submitted for evaluation. The reported issue of package difficult to open / tears was not confirmed upon testing of the samples. The returned samples were functionally tested for proper opening and no defects were observed during the testing. Bd was unable to determine a root cause for the reported failure since the defect was not confirmed during the sample evaluation. There is a possibility that if the packaging was opened with high force and speed the reported defect could occur. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that the bd venflon¿ pro safety needle protected IV cannula experienced poor perforation on packaging. The following information was provided by the initial reporter: when opening the venflons (pink and green), the paper tears, preventing you from getting the venflon sterile from the packaging.